Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+ please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that on (B)(6), 2026, the patient was hospitalized due to an internal infection unrelated to wear of the omnipod device. Reportedly, the infection resulted in elevated blood glucose levels and contributed to the need for medical attention. The pod had been worn for approximately 49-71 hours on the arm at the time of the event. Blood glucose was reported to have increased to 34.9 mmol/l (~628 mg/dl), and the patient developed symptoms including high ketone levels, nausea, and vomiting. According to the report, the patient¿s grandson called emergency medical services, and the patient was transported to gloucestershire royal hospital via ambulance. The patient was subsequently hospitalized and diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous insulin and fluids. Upon pod removal, the infusion site exhibited redness and swelling described as a lump. The patient remained hospitalized for approximately three days and was discharged on (B)(6), 2026.